Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that sensor was on the abdomen and sensor cannula was not present . The customer's blood glucose level was 7.6 mmol/l. The customer reported past event so unable to troubleshoot fully. The sensor will not be returned for analysis..